Event description:
It was reported three months later that the patient experienced a warm sensation in or around the ins pocket during recharging. The patient was charging last night and saw the thermometer on her recharger. The patient could not use the belt because the ins was on the slope of her back on her hip and she is thin. The patient was lucky if she gets 6 coupling boxes and was rare to get 8. The implant has not been connecting while using the belt since implant. The patient charges while lying on the antenna propped up on a pillow. The device constantly feels hot and ¿not like touching a stove hot¿ but all the time it has been sensitive and the patient has had to dress with baggy clothes. The patient¿s doctor told her that the ins has created a ¿pain pocket¿ and that it would be present even if the ins was removed. It was stated ¿ if she is at rest her ins gives her minimal relief¿ and if she had to do it all again she would not have the ins implanted. If the patient gets up in the middle of the night she has to turn it down before she goes to the restroom or she would get a random jolt somewhere random, this has occurred since implant. A recent settings change in february/march of this year has helped some with that issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had had pain in her neurostimulator(ins) pocket since implant. It was noted, the doctors thought it would get better with time and it had not. It was logged that the ins was sitting just below the natural waist and the patient could not wear jeans or anything fitted. It was logged the patient was sent to her surgeon to do x-rays and check the device and nothing looked wrong with it. It was reported, the patient could not even sit straight in a car seat. It was logged the patient could feel the device edged thru the skin, and sometimes felt it was going to go thru the skin. It was reported, the patient was advised to gain a little weight but she could not gain it in a certain area. It was noted, the patient had rsd and so even if it was removed, she might still have the pain in the area from the trauma. It was noted that while stimulation was turned on the stimulator felt hot in the pocket. It was reported this happened during recharging and when stimulation was on. It was logged there was a correlation with the level of stimulation and heat sensation, so the patient tried to keep it lower. It was noted, the patient was unable to use the belt while recharging because, the ins was placed on the curve of the back and it would not lay flat when using the belt. So the patient "had" to lay on the recharger and use a rolled up towel to get good coupling. It was noted, the ins area was sensitive, dry, and constantly itching. It was logged that nothing looked wrong with the device upon x-ray and the doctor told her he had "never" seen this before. It was noted, the patient had to lay down for hours each week in pain to charge. It was logged that because of the pain around the ins, the patient was needing to put increased pressure on the left side of her body. It was noted this was creating pain in her knee, hip, and ankle on the left side. It was reported, the patient was needing to have cortisone injections also. It was noted, the patient had one disability before the implant and at the time of report she had three. It was logged that she was "miserable, in constant pain somewhere." It was noted "this had been the worst year of her life". It was noted, the patient went thru two trials and no one mentioned these possibilities to her. It was reported, the patient would see the doctor on monday. It was noted, the patient wanted a manufacturer representative to come out to check the device. It was noted, the patient had a pump implant suggested for her at one point, but she was not sure about it.

Event description:
It was later reported on (B)(6) 2014 that the patient¿s device was placed in her right upper hip for rsd in her left hand. Since the device was placed, the patient has had numerous problems of extreme hip pain (can¿t wear pants), problems with her neck and shoulders (having injections in both trying to control the pain). The machine feels hot all the time and actually burns while charging. The patient has been back to the surgeon twice and he says these are normal side effects. The patient¿s ¿pm¿ doctor called the surgeon and asked him to check for problems because it was not helping the patient¿s rsd and has caused more issues. The patient was deteriorating from the device: headaches, more pain, joint swelling, respiratory issues, vision problems, and major stomach/gastro issues. It was additionally reported that the device was also implanted for rsd in her left arm. The patient experienced intermittent burning and extreme heat especially when charging. The patient was receiving pain injections and ganglion blocks to help control the pain. The patient has an appointment next week for more injections. The area around where the battery is gets very sensitive and the patient also cannot wear underwear. The patient has to wear her pants and underwear really low which is not flattering at all. The patient has had several x-rays and seen a surgeon a few times and no one has said they think there is an issue with the leads. The settings were adjusted a few times within the 1st 6 months of surgery but it did not help. The patient keeps the device on the lowest setting for two reasons: when it is too high, it limits her mobility more than it already is with rsd because it gives her strange sensations that she cannot describe. She hates to charge. The belt does not make a tight enough connection to get enough bars so she has to roll up a hand towel and lay completely still or else it will not charge. The patient was thinking of having a direct fuse trial or something like that. The patient did not think she wanted to have the device removed because with rsd you can develop what they call ¿pain pockets¿ from having a surgery and she did not want to risk it. The right side was the patient¿s good side but now she has pain from overcompensating from all of the pain she has on the left. The device has never done a bit of good and now she feels like the device is a new disability.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their doctor or medtronic representative. It noted an appointment date of (B)(6) 2014 and indicated it had been "since install 2013-(B)(6)".